Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2024.

Manufacturer narrative:
This report is submitted on dec 19, 2023.

Event description:
Per the clinic, open circuits were noted on all the mp1 electrodes. Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.